Manufacturer narrative:
Concomitant medical product: 5068-58 lead and 419388 lead implanted (B)(6) 2002 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and will be replaced in the future. No patient complications have been reported as a result of this event.